Manufacturer narrative:
The iol was received, diopter measured correct as labeled. The device met all specifications prior to market release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.